Event description:
Patient presented to the physician with pus draining from the chest incision site. Physician admitted the patient and placed on IV antibiotics. Physician brought the patient into the or and removed the inspire system due to infection.